Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection concluded the hex feature of the driver is fractured. The fractured portion was not returned. The device exhibits wear indicative of extensive use. Hardness of the device was measured and found to be conforming to print specification. The device was used for treatment. Based on the information provided, the fracture was likely the result of an excessive amount of torque applied to the driver. Based on the lot number, the device has a potential field age of approximately 3 years. Frequency of use during this time period is unknown. The exact cause of failure cannot be determined. Evidence indicates it was manufactured to specifications and used effectively prior to the fracture. No issues have been identified. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the tip of the screwdriver used to screw bone screws into the acetabular cup broke during use.